Manufacturer narrative:
The reported condition of failure code 810.11 was confirmed through the event history. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The root cause of the reported problem was determined to be moisture in the pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. Result code 1023 is being corrected to 925.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 810:11 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This device utilizes user interface module master software version 6.13.92 categorized as remediated.